Event description:
It was reported the device over-delivered on volume test at 22.4. No patient involvement was reported.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt. Error code was not found in the ehl (event history log). The customer reported problem was duplicated during the investigation as the pump was found to be overdelivering to manufacturing specifications. Root cause of the reported event is unknown. The expulsor assembly will need to be replaced. The returned product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review is not required., corrected data: b5: correction: describe event or problem: updated, d5: correction: operator of device: unknown.

Event description:
Additional information was received by the manufacturer on 11-may-2022 via email and attached to the complaint object: no patient involvement.